Manufacturer narrative:
The screwdriver ratchet isn't working. Examination of the returned instrument does not confirm the report. The device ratchets both forward and backward properly as well as locking into place. This is not confirmed however. The device is heavily worn and it is evident is has been well used. A search of the complaints databases was not possible as the necessary product/lot is no longer legible on the device. No product problem identified but the device is worn out. Corrective action not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver ratchet isnt working.